Event description:
Customer states the device has issues when not connected to ac power source. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.